Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had spikes of intermittent high out of range pacing impedance greater than 3000 ohms. It was noted that a few years ago the device was changed out and the ra lead was repaired at that time. There were currently observations of the respiratory rate trend (rrt) sensor oversensing the high impedances. It was noted that the patient was brought into the clinic where they were not able to reproduce the oversensing or high impedances. Technical services recommended turning off the rrt feature. The system remains in-service. No additional adverse patient effects were reported.